Manufacturer narrative:
(B)(4). D10: medical product: unknown articular surface: catalog#ni, lot#ni; unknown femoral component: catalog#ni, lot#ni; unknown tibial tray: catalog#ni, lot#ni. G2: foreign: australia. The product will not be returned to zimmer biomet for investigation, as the product has been discarded as biohazard. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Subsequently, fifteen (15) years post-implantation, the patient underwent revision surgery due to wear of the polyethylene articular surface and patella components. All available information has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h6; h10; h11. Visual examination of the provided photographs identified the patella component is worn. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Two undated x-rays assessed and not submitted to a third party for analysis as the images are undated and therefore timeframe is unable to be determined to correlate with the event. Root cause was unable to be determined. Reported event was confirmed by review of provided photographs. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.